Event description:
It was reported that the 9600 system would not produce an image during a stone removal procedure. The 9800 system had to be removed and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video ground wire was found broken at the lemo connector. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.